Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets would not flow by gravity when taken off the pump on the family birth center unit. The infusions had been running mostly lactated ringers (sometimes with synthetic oxytocin) when the nurse took the tubing off of the pump to run a bolus via gravity. It was stated that the only way the nurse was able to get the infusion to run by gravity was by using a pressure cuff. Or the nurse would get the infusion bolus to run by running on the pump at 999 ml/hr. The sets are attached to the patients' IV (intravenous) catheter which has a small lumen pig tail. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. Correction to e1: initial reporter city. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.